Manufacturer narrative:
Additional: b5 and h6.

Event description:
New information noted that the patient presented for a pocket revision due to discomfort.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-23148. It was reported that the patient presented for a pocket revision procedure. The atrial and right ventricular leads were explanted and replaced due to an unspecified issue. The patient condition was unknown.